Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the manual tube needs to be reset. This condition has the potential to cause an interruption of delivery. The event occurred in the general patient ward. There was no patient involvement. The user interface module master software version is 5.04.00, categorized as unremedaited. There was no adverse event, patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which the manual tube needs to be reset was confirmed as failure code 570 during product evaluation. The root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries and battery harness were replaced to correct this condition. It is unknown when this condition occurred.